Event description:
It was reported that the vascular stent was found to be longer than expected post placement in the iliac artery for treatment of a long distance stenosis. No intervention was necessary. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Correct stent length is checked during a 100% control step during the manufacturing process. No relevant manufacturing process changes were implemented, that could have lead to the event reported. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. A digital x-ray copy was provided for evaluation. However, based on the image the length of the placed stent could not be determined and an alleged stent elongation could not be verified. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore previous investigations of similar complaints have been reviewed. In this case stent elongation during deployment may have cause the placed stent to be longer than expected. E.g. An unintended movement of the delivery system during deployment may result in an elongated stent. Also, an excessive compression of the outer catheter during deployment or incorrect holding may cause an inaccurate release of the stent. These factors may also result in an irregular placement of the stent and the reported stent elongation. Based on the image provided and information available a definitive root cause for the reported complaint could not be determined. In reviewing the labeling supplied with this product, it was found that the potential factors for the reported event are addressed in the instructions for use (IFU). The IFU states: "if the physician deems that pre dilation is required, standard techniques may be used. While maintaining site access with a guidewire, remove the balloon catheter from the patient." Regarding stent placement the IFU states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position...continue turning the thumbwheel until the distal end of the stent obtains complete wall apposition... With distal end of the stent apposing the vessel wall, final deployment can be continued with the following methods: continue to rotate the thumbwheel to achieve complete stent deployment. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end. While maintaining a fixed handle position, peel the circular ring from the handle. Pull the rapid deployment ring towards the proximal end of the handle to achieve complete stent deployment". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s under p070014. The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.